Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms (malfunction 9, 12, and 16) occurred. Additionally, it was reported that multiple, intermittent temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose level was 320 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.